Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The instructions for use (IFU) states: ¿check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents.¿ the root cause could not be conclusively determined. Probable causes that could have led to the reported event include that the connector unit was dismantled by breakage/loose of the connector, and it led to disconnection of the connecting tube. Stress/impact may have been added to the connector toward loose direction by the user handling, and the accumulated stress may have caused the breakage.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to confirm the reported issue. The fse replaced the broken grey connector. The device was repaired to specifications. The device passed all the functional and electrical safety tests. Software attributes were verified and confirmed. No other issues were reported. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported a broken grey scope connector on an endoscope reprocessor. The issue was found during reprocessing of the device. There was no leaking associated with the event. No patient involvement or injuries were reported. No additional information has been obtained.